Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist was to meet with the customer to discuss different types of infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all of the pump supplies and no device issues were observed. The customer's blood glucose (bg) level was in the 600s mg/dl with ketones. A corrective bolus and insulin injections were used to address the bg level. The customer went to the emergency room and was admitted to the hospital for the high bg. The customer was treated with an insulin drip, fluids and a heart monitor. The customer was discharged the next day and the bg level was 103 mg/dl. The customer reverted to using insulin injections to manage diabetes. A pump system check was performed using the current supplies on the pump and no device issues were found. Tandem technical support reviewed the pump logs and no additional device issues were found.